Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A nurse, calling on behalf of the customer, reported that the customer experienced an allergic skin irritation after 4 days of wearing an adc freestyle libre sensor. Customer experienced symptoms described as swelling, redness and pain on the third night of the sensor wear and had contact with a dermatologist who prescribed unspecified antibiotics and ointment for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This serves as a correction report. (If follow up, what type? ) device evaluation should have been checked. The product has been returned and an investigation is pending at this time. A final report will be submitted once additional information is received.

Event description:
A nurse, calling on behalf of the customer, reported that the customer experienced an allergic skin irritation after 4 days of wearing an adc freestyle libre sensor. Customer experienced symptoms described as swelling, redness and pain on the third night of the sensor wear and had contact with a dermatologist who prescribed unspecified antibiotics and ointment for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Visual inspection has been performed on the returned sensor patch (B)(4) and no issues were observed. An extended investigation has also been performed. Data were extracted using approved software and visual inspection was performed on all returned pucks, and no anomalies were found. A review was performed to check for potential issues relating to sterility or endotoxin levels, focusing on environmental monitoring data from third party manufacturers (tpms), final product bioburden and endotoxin levels, and sterilization dose audits. No adverse trends were identified, and no evidence was found to indicate that product manufactured during this period was subjected to any atypical conditions relating to sterility or endotoxin levels. The extended investigation showed all processes were effective and did not find any abnormalities with the units. The complaint is not confirmed.

Event description:
A nurse, calling on behalf of the customer, reported that the customer experienced allergic skin irritation after four days of wearing an adc freestyle libre sensor. Customer experienced symptoms described as swelling, redness, and pain on the third night of the sensor wear and had contact with a dermatologist who prescribed unspecified antibiotics and ointment for treatment. There was no report of death or permanent injury associated with this event.